Event description:
A caller reported an issue with a cgm error, specifically error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset instructions and assisted the caller in resetting the pump, resolving the error. After the reset, the error did not reappear, and the caller successfully started their sensor session. The caller was advised to wait 20 minutes before starting the session and acknowledged this guidance.